Event description:
It was reported that the pacemaker had triggered an alert for safety mode on latitude. The hospital plans on calling the patient to set up a revision procedure as soon as possible. The device estimated battery longevity was one year remaining. There were no adverse patient effects reported. The device remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that the pacemaker had triggered an alert for safety mode on latitude. The hospital plans on calling the patient to set up a revision procedure as soon as possible. The device estimated battery longevity was one year remaining. There were no adverse patient effects reported and the device remains in-service. Multiple attempts were made to obtain information regarding additional information unfortunately there was no further information available.